Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that they received a blank display after changing their battery. Customer also reported a failed battery test and battery out limit alarm occurring. Customer stated they did not drop, bump, or expose their insulin pump to moisture. The customer's battery compartment and contacts on their battery cap were also not damaged or corroded. Troubleshooting was unable to recover the customer's display by inserting a new battery. Customer's blood glucose was unknown. Customer also reported the keypad was unresponsive on the insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
No button/keypad response due to flattened esc keypad dome. The insulin pump was unable to verify, battery out limit, failed battery test or lost sensor alarm due to keypad anomaly. The insulin pump was unable to check currents due to flattened esc keypad anomaly. No blank display noted. The insulin pump was unable to perform the displacement test due to keypad anomaly. Lcd board was fine. The insulin pump had minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip.